Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the patient experienced hypotension, cardiac tamponade and perforation. Pericardial drainage was performed. The lead remains in use. No use patient complications have been reported as a result of this event.